Event description:
It was reported that the user experienced frequent low glucose events while using the ilet pump, with glucose readings reportedly as low as 40 mg/dl, treated with oral glucose, and the user intermittently turned off the pump due to alerts; per the care team¿s direction, customer care assisted the user with a factory reset of the pump and documented the paired cgm code. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention in the form of medication treatment for hypoglycemia. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and the problem and device component could not be further characterized due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.